Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon. The 2.5x28mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the stent was damaged and was not on the delivery device.

Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned device revealed only the stent was returned. The stent was observed to be severely damaged; the struts along the entire length of the stent were stretched and squashed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).